Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient began experiencing hypertension, urinary incontinence, heart palpitations, and leg and arm edema following system implantation. As result, the system was explanted resolving the heart palpitations and hypertension. The patient is still receiving medical care for the urinary incontinence and leg and arm edema.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 3 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 10281317. Common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 10330612.